Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) of a clearlink luer in which there was a connection issue. The valve remained retracted after disconnecting the syringe. This reported condition occurred at an unidentified process step. There was no report of patient involvement or medical intervention necessary. No additional information is available.